Manufacturer narrative:
Is date of publication online 3-year clinical outcomes of durable-polymer zotarolimus-eluting and biodegradable-polymer biolimus-eluting coronary stents in patients with acute coronary syndroms (a sort out vi substudy) journal of the american college of cardiology (netherlands) doi: 10.1016/j.jacc.2017.09.975 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 1502 patients received resolute integrity rx drug eluting stents as part of a study . 760 of the patients treated had a history of acute coronary syndrome. It was reported that at 3 year follow up, adverse events including death, mi, tvr and stent thrombosis were reported.